Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on june 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anaesthesia on (B)(6) 2017 during an abutment change. The implanted device remains.